Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawers was failed to open. A technical support specialist stated that the customer replaced the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no asset associated with the medbank.

Event description:
It was reported by the customer that a pyxis medbank es system had a cubie drawers 06 and 07 lid was failed to open. The customer reported that the user had to break the cubie open to access the medication. There were no adverse events or injuries reported based on this event.